Manufacturer narrative:
Other applicable components are: product ID 37751, serial# (B)(4), product type: recharger.

Event description:
Information was received from a manufacturer representative and a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was poor recharging coupling and the patient had a spinal fusion. It was taking too long to charge. The patient stated that they rarely got above 4 coupling bars and usually only got 2 bars. It took hours to charge as a result. The patient was going to continue to work with the manufacturer representative for their coupling issues that had been occurring since a revision on (B)(6) 2015. The manufacturer representative had told the patient that they may need a pocket revision. The patient reported that they had neck degeneration and already had 18 fused levels. The patient confirmed that these were not related to the scs device or therapy. Additional information was received from the manufacturer representative reporting that they were charging for longer periods of time. Spacers had already been attempted. The manufacturer representative reported that depth did not appear to be an issue. There had been weight gain, the implantable neurostimulator (ins) was too deep, and it was tilted. Additional information was received from the manufacturer representative reporting that the implantable neurostimulator recharger (insr) would not communicate with the ins. During the call it was reviewed that this point it is most likely the ins itself. The patient got 0-2 coupling bars and the patient programmer could communicate. There were no patient symptoms reported.

Event description:
Additional information from the manufacturer representative reported that they were still looking into the issue. After 4 rechargers, the generator was suspected. It was reported that the question at this time was if the implantable neurostimulator (ins) had flipped or not. It was reported that the manufacturer representative was working on getting the prior authorization to get the patient taken in for a surgery for a possible pocket revision and/or stimulator replacement.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.